Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the electrocardiogram (ECG) showed persistent atrial fibrillation with left bundle branch block (lbbb). Paroxysmal atrial fibrillation was noted on the ECG prior to the implant. Asymptomatic bradycardia with a third degree atrioventricular block was noted on the ECG five days post implant. Subsequently, seven days post implant, a permanent pacemaker was implanted. Device remains implanted. No other adverse patient effects were reported.

Manufacturer narrative:
Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.